Manufacturer narrative:
Insert could not be tested. There is separation from the insert stack and the connecting body. Insert is out of useful life. Additional information was received indicating that there was no injury to the patient.

Manufacturer narrative:
There has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k cavitron thinsert-fg, they were using the cavitron insert on a patient when she felt it get very hot so she stopped and when removing it from the cavitron unit the insert snapped. The event outcome is unknown as of this MDR evaluation.